Manufacturer narrative:
Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history/catalog number is unknown, investigation cannot be performed as a sample is required to investigate further.

Event description:
It was reported that unspecified bd¿ pen is malfunctioning. No serious injury or medical intervention was reported. Verbatim: "patient reported that she has several pens malfunctioning. She requested her prescriber to call in additional devices for her to have on hand."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen is malfunctioning. No serious injury or medical intervention was reported. Verbatim: "patient reported that she has several pens malfunctioning. She requested her prescriber to call in additional devices for her to have on hand."